Event description:
It was reported that the device was used during a colostomy takedown procedure. The surgeon had been using the device about three hours and when removing the hand from the port, she pulled back and the blue iris became detached from the seal cap assembly. Another device was pulled and attached to the device, which was already being used. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.